Manufacturer narrative:
Investigation completed 11/21/2017. Device history record reviewed for product ID crwprecise, serial # (B)(4) was manufactured on 16jul12 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Unit arrived with foam set and yellow case. In addition, the accessories are not complete. Residue was found inside the trunion locations along with water and oil. In addition, the pointer tip was worn and damaged. Service/repair assessment: the trunions were all cleaned and retesting found they function properly. In addition, the unit needed to be cleaned up, lubricated and calibrated. Also, a new ID plate needs to be engraved. A review found that serial number (B)(4) was returned multiple times for service and repair with similar findings. Conclusion: no malfunction; user error - improper maintenance of crw precision arc system.

Event description:
It was reported that the crw trunnions was sticking/jamming and needed to un-jam several times during the procedure. The hospital use medilube silicone base lubricant prior to sterilization. There was a stereoelectroencephalography (seeg) case performed on (B)(6) 2017, on a (B)(6) female patient. The product was in contact with the patient and used to assist with depth electrode placement throughout the surgery (15 settings in case). The product problem was found during the set-up phase, when placing arc on the phantom base system (crwpbs) to zero and subsequently with every setting of coordinates. The surgeon persisted at every setting to tap out the trunnions with a tool to set the next setting. An attempt was made to wait for a loaner to come from a nearby hospital. In the end, they persisted with the problematic arc, estimated 1 hour delay in total. After the trunnions were stuck, the trunnions were unable to be moved. The scrub mentioned that they squirted ringers solution in the trunnions to free them up in theatre (sterile environment). The scrub squirted ringers on the trunnions during the procedure and tapped the trunnion unstuck. The territory manager checked the crw arc the following day after sterilization and the arc was found to be lubricated well, however the trunnions could still be locked at 90 degrees and needed to be tapped/force applied to release.